Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a shaft break occurred. During unpacking of the 3.50x20mm veriflex stent the device was broken at the proximal shaft. This device did not touch the patient. The physician used another of the same device to complete the procedure. There were no patient complications and the patient condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the hypotube. The break was located at the base of the manifold inside the strain relief. A detailed microscopic examination of the break site found that the break was consistent with a severe kink that occurred in the shaft. The break is consistent with excessive force having been applied to the shaft. No issues existed with the profiles of the balloon, crimped stent and tip sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a shaft break occurred. During unpacking of the 3.50x20mm veriflex stent the device was broken at the proximal shaft. This device did not touch the patient. The physician used another of the same device to complete the procedure. There were no patient complications and the patient condition was stable.